Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found the case was chipped. Technical visual inspection found the plunger case was cracked on the right side. Device evaluation identified a board failure for the backup audio alarm confirming the reported malfunction. The pcb was refurbished and the right-side plunger kit assembly was replaced. The software was set to v1.6.0. The circuit boards were inspected. The device was calibrated. The alarm, battery, display, force, keypad, lock switch, patient side occlusion, plunger position, rate accuracy, self-test/power, and syringe size sensor tests were performed and passed. The root cause was determined to be a main pcb malfunction that was due to aged parts. This is not related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device had a speaker issue. There was no patient involvement. No additional information available.